Event description:
It was reported that during an unknown procedure, the device defaulted stapling and cutting the rectum, increased risk of fistula. Unknown how case was completed. One device was discarded. The patient was re-operated on the night of (B)(6) 2013 for fistula. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition the returned cartridge was noted to have five staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device fired without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.